Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's caregiver reported that the cardiac resynchronization therapy defibrillator (crt-d) had moved to a lower position than originally implanted and was causing the patient pain. They also reported a fast heart rate. The physician concurred but felt everything was fine with the device which remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.